Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used during a gastrointestinal dilatation procedure in the esophagus performed on (B)(6) 2024. During the procedure, the meter did not indicate the actual pressure. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h11: investigation results: the returned alliance ii inflation syringe was analyzed, and a visual inspection found no visible damage to the device. Functional inspection found that the syringe was connected to an alliance inflation system and filled with water, and the device did not read accurately. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of inaccurate gauge reading was confirmed. The evidence of the product analysis (gauge unable to read the pressure) suggested that there were issues traced to manufacturing process where and based on the upn of this device. Therefore, the most probable root cause is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used during a gastrointestinal dilatation procedure in the esophagus performed on (B)(6) 2024. During the procedure, the meter did not indicate the actual pressure. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event.